Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery because she had run out of insulin. The customer's blood glucose was 450 mg/dl. The customer was treated her high blood glucose with manual injections. The customer was assisted with clearing the no delivery alarm and with rewinding the insulin pump. The customer was advised to call back if further assistance was needed. The customer did not return the product for analysis.